Event description:
The customer reported that the unit went ventilator inoperative with error code message of exhalation motor controller error. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
The stepper motor controller pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned stepper motor controller pcba revealed no evidence of damage or contamination. The stepper motor controller pcba was installed into the fi test ventilator. An operational test was performed in normal ventilation mode and the ventilator did not power up and did not deliver breaths. The ventilator went to ventilator inoperative with exhalation motor error message. Fi technician also verified the error code message in the log. Fi technician used the fi test oscilloscope to trace the failure and identified that all three pins on the fet q3 of the stepper motor controller pcba were shorted. The fet q3 was removed and replaced with an in house fet q3. The stepper motor controller pcba was re-installed into the fi test ventilator and re-tested. The ventilator passed all required tests. Fi technician run the stepper motor controller pcba for an extended period of approximately four hours; the ventilator operates without any failures identified. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to a shorted fet q3 (lot code: 37). Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is remultiple attempts were made to follow-up with the customer to obtain patient information; however, there was no received at a later date, this complaint will be re-opened and update accordingly.

Manufacturer narrative:
Customer provided patient's information.